Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs received from the account. Visual examination of the photos noted several straight legged staples scattered throughout the tissue. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was confirmed. However, without the device being returned for evaluation the cause of the reported condition could not be reliably determined. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices and two photographs received from the account. The photos show several straight legged staples scattered throughout the tissue. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with a device reload. During the firing cycle, a skip was audible in each firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to t issue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a vats lobectomy procedure. While resecting the pneumatic parenchyma, the proximal staple line was incomplete. Two more handles failed as well. The case was completed using a competitors device. There was medical or surgical intervention needed to prevent permanent impairment. There was unanticipated tissue loss and tissue damage as a result of this malfunction because they had to re-open the staple line. About 2/3 cm of tissue has been damaged. The damage has been recovered. The staples fell into patient cavity and were retrieved. The surgical time was extended more than 30 minutes due to the surgeon having to use more charges and handpieces to recover the suture and resect more tissue. The patient is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats lobectomy procedure. While resecting the pneumatic parenchyma, the proximal staple line was incomplete. Two more handles failed as well. The case was completed using a competitors device. There was medical or surgical intervention needed to prevent permanent impairment. There was unanticipated tissue loss and tissue damage as a result of this malfunction because they had to re-open the staple line. The surgical time was extended more than 30 minutes due to the surgeon having to use more charges and handpieces to recover the suture and resect more tissue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.